Event description:
Additional information was received from the patient. They reported that the therapy had helped at least 50% or greater for their symptoms (though not enough in their mind) however they only had the implant for (they would say) 4 years because they developed a bad infection that was a very deep fissure that was "pretty rampant" because it was "so deep", and it took forever to clear up. The patient stated even after removal it took a while for the infection to clear up, but it ultimately did and the issue was now resolved. The patient denied having had any falls or traumas that could have led to the issue and could not remember when exactly the implant was removed, but indicated it was probably "like 5 years ago."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it worked fairly well, probably about a 60% improvement for incontinence; however, they got an infection with a deep fissure that was extremely difficult to cure. They had to have it removed, of course.